Event description:
One year after implant of mesh, patient started experiencing pain. Patient ended up having surgery. Bowel had adhered to mesh, bowels popped through and mesh broke away. Bowel was twisted and torn. Explanted (B) (6) 2010. Repaired hernia. Issues resolved..